Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering. The customer¿s high blood glucose was 32 mmol/l, 28 mmol/l. The customer was treated with the manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The customer alleges insulin pump was under delivering because they think the insulin pump was not delivering insulin enough. The drive support cap appeared normal. The insulin pump will not be returned for analysis.